Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black material coming from the tubing of multiple cartridges. Customer's blood glucose level was 230 mg/dl. Both am infusion set and cartridge change were performed resolving the issue.